Event description:
The customer reported that there was damage to the malfunction electrode pads. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). The key market contact clarified that the customer received one package (out of a box that contained 10 packages) of pads that was ripped open.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.